Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperable event occurred. It was reported the device's screen turned red, ceased operation and a ventilator inoperative alarm occurred. There was no harm or injury reported. On evaluation, review of the device error log indicated an error occurred related to an abnormality at the self-check after power off due to a faulty flow sensor. The flow sensor was replaced to address the issue. Final testing confirmed the unit operated properly after the repair. Unrelated to the alleged issue, the device software was upgraded.